Event description:
The patient reported about intermittent hearing when the head is turned or moved in special positions. This could also be proved in freefield audiometric testing. The patient was re-implanted on (B)(6) 2013.

Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.